Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to other meters. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two weeks prior to contacting lfs. On an unspecified date/time, the patient allegedly obtained a blood glucose result of "200mg/dl" with the onetouch meter; however, according to the csr's documentation, the patient has multiple lfs meters and it is not known which of her lfs meter she obtained the reported result with. The patient's blood glucose results with the three additional non-lfs meters are not specified. The patient claimed she manages her diabetes with insulin (self adjuster); however, the type of insulin is not specified and the patient's testing frequency is not known. Based on the csr's documentation, at an unknown time soon after, the patient administered two units of insulin in response to the reported result (with the onetouch meter) and at an unspecified time later, the patient claimed she became unresponsive. Per csr's notes, the patient's sister administered treatment by giving the patient glucose gel; however, the patient claimed the treatment was unsuccessful (it is not specified if patient symptom continued) and the patient's sister contacted the emergency medical services (ems). It is not known what the patient's blood glucose result was with the ems meter and it is not specified if the patient received any additional treatment by the health care professional. On an unknown date/time, the patient also claimed she obtained blood glucose results of "135mg/dl" with an unspecified lfs meter, "71mg/dl" with a non-lfs meter, and "72mg/dl" with another non-lfs meter. It is not known how much time elapsed between the three readings, however, if the results were taken within 30 minutes from each other based on statistical mythology, the calculated differences of these glucose results exceeds the expected value of <=30 mg/dl. It is not known what action, if any, the patient took in response to the result with the lfs meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on lfs meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
It was reported that during an unknown procedure, there was cutting clips. It caused benign bleeding during the operation. As the incident occurred in (B)(6) 2009, we have no additional information available. Another device was used to complete the procedure. There was no adverse patient impact.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh cassette type a of the unicel dxh 800 coulter cellular analysis system was allowing tubes to fall out during processing and when the cassette is inverted by the user. There was no blood spillage or exposure to open wounds or mucous membranes. No injury was reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/14/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510(k) # is k053529. (B)(6) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing, although out of range results were observed. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.